Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result from the local service department, omsc considered that water penetrated from the cable, deterioration occurred in the insulator used in the cable, electrical deterioration occurred, and the reported image failure occurred.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that image was flickering and disappeared intermittently while manipulating the cable unit. It was caused by shortage or corrosion of the electrical circuit due to water immersion. There was no report of patient injury associated with the event.